Manufacturer narrative:
Correction: h6 investigation conclusion.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for initial implant. During procedure, the physician was unable to screw and unscrew the set screw on the pacemaker. The physician believed the set screw was stripped. The device was not used and replaced. The patient was stable post procedure.